Event description:
Caller reported a malfunction on the pump after visiting six flags. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue, and the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code reappears.